Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unable to verify a12, a13 and a21 alarm due to unresponsive button. No unexpected constant tone or beeping noise anomaly noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that none of the buttons were working on her insulin pump. The patient's blood glucose was between 160 mg/dl and 180 mg/dl at the time of incident. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer also mentioned that the device alarmed program alarm anomaly and unexpected restart error alarm. The unexpected restart alarm caused the screen to become black, and when numbers finally came up they were distorted. A different type of beeping sound also appeared. The alarms could not be cleared by pressing esc or act. Further troubleshooting was declined. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.